Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported intermittent image issues, including loss of image on the monitor during a diagnostic colonoscopy procedure involving an olympus colonvideoscope. The procedure was completed using an olympus backup device, which resulted in a delay. No patient injury was reported.